Manufacturer narrative:
118 lots produced from donor. 22 allofuse dbm putty 2.5cc, 46 alphagraft dbm putty 2.5cc, 25 biomax dbm putty 2.5cc, 12 cancellous chips 15cc, 1 cancellous chips 30cc, 7 cancellous crushed 15cc, 1 femoral head fz/I d.4.8cm, 1 pac tc wedge, 2 puros cancellous crushed 1-4mm 5cc, 1 stryker dbm putty 2.5cc. All in-house inventory has been quarantined for evaluation.

Event description:
Xtant medical has received a notification of a possible patient reaction in which a biomax graft was utilized as part of the surgical procedure. Approximately 7 weeks post operatively, the patient exhibited a full body rash with raised plaques after a thoracic decompression fusion procedure. Additional communications with the complaint source indicated that the patient has a family history of titanium sensitivity, and that allergy testing was being performed. We do not yet have the results of the allergy testing available, but wanted to share the information that we have been able to obtain so far.